Event description:
Patient had right knee acl reconstruction on (B) (6) 2007. On (B) (6) 2008 pt experienced right knee pain and had MRI which showed possible re-tear of the acl. Proximal and distal metallic distraction screw artifact is suggested, no significant effusion, no acute bone bruise. Two years post op patient is having tenderness and pain and there may be an apparent cyst formation or irritation from the old screw which will be debrided at the time of surgery.

Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4).